Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective high voltage (hv) cable to the iris collimator. The hv cable was replaced and during service, it was noted that groing had damaged the cathode cable. The hv cable was replaced also, in addition to the x-ray tube. The collimator was aligned and calibrated. The system was tested and recalibrated and operates as intended. The system was released to the customer for use. There was not reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed iris pot error. The error could not be cleared and the system was inoperable.